Event description:
The complainant reported that the impella automated impella controller (aic) purge fluid driver jammed and was unable to deliver the required flow rate from purge solution. Also, the spring-loaded door was not opening despite side button depressed multiple times. It is unclear if the aic was exchanged. The physician commented a delayed start to procedure, despite patient cannulated. It was noted there was no harm to the patient as a result of the event.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. The console logs were consistent with what was reported in the complaint. A single instance of purge system failure (piston blocked) alarm was observed in the logs. Inspection of the console revealed that there was dried glucose ingress around the purge assembly and the purge motor sprocket. The root cause of the reported issues was identified as dried glucose ingress, which temporarily caused both the purge motor sprocket and the purge door to become stuck.